Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that during implant placing procedure very narrow crest was observed. While trying to place implant bone fractured and it was impossible to place implant. Bone regeneration with biomaterials was performed. Patient would have to return to place new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb10; impl tapered scr-v sbm 3.7mm 3.5mm 10mm) and mount were returned for investigation. Visual evaluation of the as returned products identified no apparent signs of malfunction. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported event/failure (bone fracture). However, measurements of the implant were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie). Pre-existing conditions noted on the per was low bone density (type iii). The reported device was at tooth location 34 (universal). Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition and no x-ray or pictorial evidence was available (patient anatomical condition and details of event were unknown).

Event description:
No further event information is available at the time of this report.